Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
A short chronic total occlusion in the proximal posterior tibial artery was treated with a diamondback exchangeable peripheral orbital atherectomy device (oad) on low speed. When a second treatment pass was performed on medium speed, a vessel spasm occurred and the oad stalled. The oad was removed from the patient using glideassist. Imaging was performed and there was no evidence of vessel injury. The procedure was completed with balloon angioplasty and the patient was stable following the procedure.